Event description:
It was reported that the patient presented in new clinic. Upon interrogation, the pulse generator exhibited loss of output. The device was explanted and replaced. The patient was fine post operation.